Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly, the lid on the saline was extremely tight and neither the scrub staff or the surgeon could remove the lid. They tried to use rongeurs which let to the bottle top smashing causing glass on the or.

Manufacturer narrative:
Event date and the date rcvd by MFR were transposed as the event occurred in europe.